Event description:
The customer's parent reported the insulin pump had a delivery anomaly. The parent stated the insulin pump did not alert them when they were out of insulin and insulin was not being delivered properly. Customer's blood glucose was unknown. Troubleshooting did not occur as the parent did not have the insulin pump present at the time of the call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.